Event description:
It was reported that the locking mechanism came off when surgeon was tightening the locking screw. The surgeon tried to re-insert the metal ring into the baseplate but was unable. Surgeon had to remove 3 peripheral screws, central screw and baseplate already in place and put in a new implant. This was a second revision surgery for the patient. Surgeon had to use bone graft to compensate for bone lost on the glenoid side when removing the original baseplate. Most of the bone graft was lost when surgeon had to remove the defective baseplate, decreasing the occurrence of successful bone integration.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection- the returned device was visually examined, and it was found that the capture ring had come out of the peripheral screw hole. There are visible scratches around the hole, suggesting rough usage. Additionally, the geometric shape of the baseplate is misaligned, indicating that the capture ring likely detached from that area. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to improper usage of the device. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the locking mechanism came off when surgeon was tightening the locking screw. The surgeon tried to re-insert the metal ring into the baseplate but was unable. Surgeon had to remove 3 peripheral screws, central screw and baseplate already in place and put in a new implant. This was a second revision surgery for the patient. Surgeon had to use bone graft to compensate for bone lost on the glenoid side when removing the original baseplate. Most of the bone graft was lost when surgeon had to remove the defective baseplate, decreasing the occurrence of successful bone integration.